Event description:
The customer reported that intermittently some of their transmitters experience a short (5-10 seconds) delay when displaying patient information on the central nurse's station (cns) . No harm or injury was reported.

Manufacturer narrative:
Concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.